Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), nitinol guidewire. Visual inspection of the one-photo sample noted that the black outer sheath was flaked out from the tip of the guidewire. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate material selection". However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Precautions: do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ureteroscopic lithotripsy, when trying to use a guidewire to place the ureteroscope, upon opening the guidewire package, it was found that the sheath was detached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ureteroscopic lithotripsy, when trying to use a guidewire to place the ureteroscope, upon opening the guidewire package, it was found that the sheath was detached.